Event description:
A device was returned to a third party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Smoke was found in contamination findings. Additionally, the patient¿s complaint was not confirmed, and error code #193 were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.